Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2010 and mesh was implanted. The patient previously had a monarc subfasical hammock and a perigee system with intexen lp implantation on (B)(6) 2008. The patient experienced pain, erosion of her internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Date sent to the FDA: 11/21/2016. (B)(4). It was reported that following insertion the patient experienced mixed urinary incontinence.

Event description:
It was reported that following insertion the patient experienced mixed urinary incontinence.

Manufacturer narrative:
It was reported that the patient underwent a surgical procedure on (B)(6) 2010 and mesh was implanted concurrently with anterior colporrhaphy, paravaginal repair and iliococcygeal vault suspension. It was reported that following procedure the patient experienced pain, erosion of her internal tissues, extrusion, infection, urinary/bowel problems, recurrence, neuromuscular problems, vaginal scarring and has undergone additional surgeries and revisionary procedures. (B)(4).